Manufacturer narrative:
The facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the bladder was found ruptured. The ruptured bladder was examined for signs of abnormality that could have contributed to the reported condition; no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined, however, the potential cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.